Event description:
Customer reported a past high blood glucose (bg) event, though the specific value was unknown and displayed as "high." Cause was not known. Customer took corrective actions by injecting a correction via multi-dose injection and changing the infusion set.